Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks/abrasions on the tube adapter at the distal end. There were no broken pieces and no missing material observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a broken distal tip. The procedure was completed with the patient outcome being unknown at the time of this report.